Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a cuff roll was noted on the balloon. Balloon was inflated w/ 35 cc of sterile water, indwelling time was unknown. The catheter was removed w/slight discomfort to the patient w/o further complications/incident.